Event description:
Additional information received via email. Obtained that malfunction was found during routine maintenance. No patients were involved.

Manufacturer narrative:
Other text: a1, b5 and h6. Health effects codes, updated.

Manufacturer narrative:
Other text: b3: date of event is unknown, d4: UDI information unknown. No information received to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device has leaking fluid.

Manufacturer narrative:
Other, other text: h3 and h6 - evaluation codes: updated. Device evaluation: one device was returned for investigation. Visual inspection noted the device was received very dirty. Water tank cover cracked. Pole clamp was discolored. Line cord was discolored. Quick connect was corroded. Water tank has some kind of "black contamination". Lcd has liquid crystal leakage. Enclosure and front cover have multiple scratches and gouges out of the paint. Functional testing found water was leaking from the bottom of the water tank cover. Complaint was confirmed. Root cause was attributed to a crack in the water tank cover. What caused this condition could not be established. The device was also found to have a pump with a burnt smelt. Pump was not circulating. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint. No action will be taken due to the condition of the device. It is deemed beyond economical repair and will be scrapped.